Manufacturer narrative:
(B)(4). Batch number ==> p5774c. Investigation summary ==> the analysis results found that a psee45a device was returned outside its original package. Only the tyvek was returned for analysis. Upon visual inspection, it was observed that the tyvek from the packaging was damaged; it was noted to have a hole. The hole was noted to be from the outside in. The sterility was compromised. Due to the damages found on the packaging, a possible cause for these conditions is due to improper handling during transit or storage. It appears that the package hit a pointy surface and this caused the reported event. The lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the packaging process. Additional information requested and received: was sterility compromised as a result of the packaging damage? Yes. Sterility was compromised.

Event description:
It was reported that the customer found a hole in the tyvek of the packaging. No procedure was involved.